Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The explanted device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was placed on pneumatic support using a stroke volume limiter (svl) and ip console due to the pump exhibiting signs of end of life. A decision was made to replace the lvad with the manfuacturer's clinical trial lvad.